Event description:
It was reported that the calculation of time of average ventricular sensing was not based on equal time measurements between carelink and the programmer. Evaluation of the cause and resolution of this known issue will continue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further review prompted a change in the device analysis results.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the calculation of time of average ventricular sensing was not based on equal time measurements between carelink and the programmer. Evaluation of the cause and resolution of this known issue will continue. No patient complications have been reported as a result of this event.